Event description:
During ablation, the ablation catheter in use was observed on the ensite system to jump around. When ablation was stopped, the ablation catheter slowly recovered. Two ablation catheters were tried and the issue occurred on both catheters. The issue only occurred when on rf, so the position was confirmed on ensite before coming on and then fluoro was watched to confirm catheter stability during ablation.the case was completed using fluoroscopy. The patient was under conscious sedation during the procedure and is now entirely pacer-dependent, which was the expected outcome of the av node ablation. A replacement egm cable was sent to resolve the issue.

Manufacturer narrative:
One ampere¿ generator was received into the lab for analysis. No accessories or original packaging was available for inspection. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event cannot be conclusively determined. No abnormalities, in addition the loose electrocardiogram connector, were identified.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, a cancellation occurred. During ablation, the ablation catheter in use was observed on the ensite system to jump around. When ablation was stopped, the ablation catheter slowly recovered. Two ablation catheters were tried and the issue occurred on both catheters. The case was abandoned. A replacement egm cable was sent to resolve the issue.